Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2.1, 1.3, 3.6, 5.1, 1.3 and 2.0. Last two results were within minutes of each other, but were collected from the same finger. Therapeutic range is 2.5-3.5. Pt is new to the meter and has also been observing qc2 high errors.